Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of the user and the representative of olympus, omsc surmised the user conducted the way of the cleaning, disinfection and sterilization for the subject device mistakenly. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user via olympus call center that the subject device might have not been reprocessed proper way, because the user asked which is the correct reprocessing way, reprocess with the automated endoscope reprocessor or sterilizing. The user had reprocessed with olympus automated endoscope reprocessor model oer-4 (not available in the USA) and maj-1515 (cleaning/connecting tube) ever. But today, it has not reprocessed at all. However the user has started to review the cleaning and disinfection of the user facility since march 2021 and made a call to olympus call center the representative of olympus visited to the user facility on april 9, 2021 and confirmed the performing the reprocessing since then. There was no patient injury associated with this report.